Event description:
It was reported that balloon rupture occurred. The target lesion was located in the calcified arteriovenous fistula. A 6.0 x 40, 135cm mustang balloon catheter was advanced for dilatation. During inflation and while operating within the labeled pressure range, the balloon ruptured. The affected device was removed from use. As an identical replacement device was not available, the procedure was completed using a balloon catheter of the same type but a different length. No patient complications were reported, and the patients condition following the procedure was normal as a result of this event.